Event description:
It was reported that the insulin pump had issues with delivery and that the tubing get clogged. The customer had received a no delivery alarm and had a blood glucose reading over 400 mg/dl. She noticed a discolored and cloudy part of the tubing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.